Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that one day after implant the atrial lead migrated and the right ventricular (rv) lead threshold increased. The physician repositioned both leads. During repositioning, the physician had difficulty finding placement with good sensing. The atrial and rv lead remain in use. No patient complications have been reported as a result of this event.